Event description:
Nurse was squirted in the face with normal saline due to hairline crack in barrel of syringe.

Manufacturer narrative:
No sample available for investigation. Analysis of complaint data over the past two years reveal that this type of complaint occur at consistent low level in relation to the total volume of syringes produced.